Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was able to partially deflate during the procedure. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. The balloon was prepped with 50/50 contrast. The balloon was not inverted. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in transfemoral cerebral angiography (tfca) with a retrograde approach used. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) was able to partially deflate during the procedure. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. The balloon was prepped with 50/50 contrast. The balloon was not inverted. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in transfemoral cerebral angiography (tfca) with a retrograde approach used. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that buttons 1 and 2 were not depressed. The syringe was received connected to the device, and the procedural sheath was not received for evaluation. The stopcock was observed to be in the open position. The balloon was found fully deflated. Additionally, the sealant was found in its manufactured position, fully covered by the sealant sleeves, with no damage observed to the sealant sleeves. Functional analysis involves flushing the device and attempting to inflate the balloon. During inflation/deflation testing, the device was flushed to determine if the balloon could fully inflate, partially inflate, or not inflate at all. However, the test could not be completed according to the mynx control IFU due to a leak found in the tubing connecting the stopcock to the handle of the returned device. Despite several attempts to inflate the balloon, the simulated inflation/deflation test could not be performed due to the leak. Per microscopic analysis, upon visual inspection at high magnification, a leak was identified in the tubing of the returned device. Scanned electron microscope (sem) analysis was not performed as the leak area was clearly visible with the magnification obtained using a vision system. The tubing area was inspected with the vision system, which provided a magnified image revealing scratch marks near the leak area in the tubing. The reported event of ¿balloon-deflation difficulty¿ could not be confirmed as the inflation/deflation test could not be performed on the returned device due to the leakage of the extension tubing. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deflation issue reported. However, procedural/handling factors most likely contributed to the leakage at the extension tubing as evidenced by the scratch marks noted at the damaged area, which are typically caused by interaction with a sharp object or mechanical stress. It is highly likely that the same factors responsible for the observed scratches on the tubing also contributed to the leak in the tubing, and possibly the subsequent deflation difficulty since it was reported that there were no issues noted during prep of the device. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ also included in the IFU, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.